Event description:
Surgical nurse noticed that the cell saver operator had a full reservoir already on site spinning the contents. She noted that this one had a large amount of tissue and fat on the sides; which should not be possible to go beyond the filter. She shook the reservoir and noted the filter was not intact. It appears that the spun contents of blood which the other user had double washed and placed in transfer bag where ready to be infused. We placed a leukoguard filter on the transfer bags and changed the primary reservoir right after. I called the cell saver charge person to report incident and was told to toss the reservoir at that time. I then went to the back room where the stock is kept and found 7 more defective cell savers reservoirs.====================== manufacturer response for cell saver filter, haemonetics (per site reporter).====================== they are looking into it.